Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the display was damaged and the disposable sensor was not working. Patient involvement unknown.

Manufacturer narrative:
D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. G1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, liquid crystal display (lcd) was broken, microswitch was not alarming. Per functional testing, lcd was broken, and microswitch was not alarming with disposable. The complaint was confirmed. The root cause was a damaged printed circuit board (pcb) and faulty microswitch. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pcb and microswitch, reservoir gasket and o-rings. Performed calibration. The device passed all functional and delivery tests.